Event description:
It was reported that surgical intervention was performed to reposition this right ventricular (rv) lead due to an unknown cause. This lead remains implanted and in service. No additional adverse patient effects were reported. Additional information: a good faith effort has been submitted to the field to obtain additional details as to what led to surgical intervention. At this time, no response has been provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.